Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause of the reported failure is wear and tear. See attached for supplier evaluation.

Event description:
On 10/25/2022, it was reported by a arthrex employee via sems that a ar-600 handpiece is overheating. This occurred during an unspecified time, with no patient involvement.